Event description:
Additional information received reported that the implantable neurostimulator (ins) was replaced on (B)(6) 2012 and the patient outcome was reported as 'outstanding' since the replacement.

Event description:
The ins will be removed on (B)(6) 2012.

Event description:
It was reported the patient's device would need to be replaced due their device being in an end of life state. It was reported the patient's device was became overdischarged and stopped delivering stimulation approximately (B)(6) 2011. The patient was being scheduled for a replacement. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
(B)(4). Lead: model 3777-75, lot # v652114017, programmer: model 37743, serial # (B)(4), recharger model 37752, serial # (B)(4).

Event description:
Additional information received reported that the ins discharged and was recharged after a quick power-on-reset. It was not possible to turn the ins on after fully recharging due to a software issue. There was no patient injury, and the patient recovered without sequela. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the device found that the battery was overdischarged and permanently damaged. No significant anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.